Manufacturer narrative:
Concomitant medical products: prism tray ln05a07-01, lots 83020m500, 85076m500 prism hcv reagents ln 06a52-48 lot 84277li00. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing no the prism reaction trays lots 85076m500 and 83020m500. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. Concomitant medical products: prism tray ln05a07-01, lots 83020m500; 85076m500 prism (B)(6) ln 06a52-48, lot 84277li00.

Event description:
The customer reported (B)(6) prism (B)(6) results for multiple samples on the prism analyzer while using a new lot of prism (B)(6) trays. The customer provided the following examples (first result is with tray lot 83020m500, repeat result on 85077m500 and prism sn (B)(4)): sample 1: 0.99 s/co, repeat 1.03 s/co; sample 2: 0.83 s/co, repeat 1.03 s/co; sample 3: 0.99 s/co, repeat 1.09 s/co. The retest results match the clinical presentation of the patient. No adverse impact to donor management was reported.